Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2023).

Event description:
It was reported that during a catheter placement procedure, the tunneler sheath allegedly found to be broken at the tip. It was further reported that sheath got stuck in the tunneled side. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm hemosplit d/l catheter, one protective sheath loaded onto a tunneler, one introducer needle, one 15.0fr peel-apart sheath, one vessel dilator, one 8fr dilator and two end caps were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture issue, as a longitudinal break was noted on the distal end of the protective sheath. The edges was the longitudinal break was noted to be sharp. The surface was noted to be granular. The investigation is inconclusive for the reported difficult to remove issue, as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023), g3. H11: g1, h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, the tunneler sheath allegedly found to be broken at the tip. It was further reported that sheath got stuck in the tunneled side. The procedure was completed using another device. There was no reported patient injury.